Event description:
Additional information was received from the patient. They reported that they are still having urgency, frequency, and the leakage is unbearable. About 2 weeks ago the patient met with a mdt rep at their doctor's office for reprogramming. The rep set therapy on program b but that has not help at all. Patient has already tried programs 1-7. Per patient request reviewed how to change from program b to program a as it appeared to be the last program patient had access to. Patient plans to follow up with managing physician for device removal if not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still having the same therapy issues. Patient said is on the last program right now and has gone as high as is comfortable. Redirected patient to contact hcp to discuss therapy issues and next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the interstim is driving them nuts. Meaning that the patient has gone more times than they can count and had more leakage than prior to implant and the vibration is annoying and uncomfortable. If they increase amplitude they cannot sit. Usually after 1.5volts it becomes annoying. Patient will be sitting and all the sudden it will become uncomfortable with amplitude currently at 1.8volts. Patient commented maybe their bladder needs to be lifted. Patient also commented that a couple times after implant the ins popped out and they had to push it back down again. Patient services reviewed stimulation should never be increased so high that it is uncomfortable. Reviewed general theory and use and how to change programs. Recommended patient monitor symptoms on the new program and also recommended patient discuss ins site issues with managing physician. The patient's relevant medical history included patient previously got botox injections but stopped getting them when they chang ed physicians. Additional information was received from the patient. They added the symptom of frequency to their list of symptoms they are experiencing. Pt reported they will be seeing hcp on monday . Pt said they had not seen the doctor since the stimulator was put in and pt said the doctor's office had told them to call patient services prior to the appointment. Patient services reviewed general interstim information offered and sent email with education information. Pt said they may try another program and monitor the results and work with the doctor to resolve their issues.